Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the communication bus. A field service engineer reconnected all the connections and all functions return to normal. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es door was failed to open. The customer reported that the user was unable to remove the medication for the patient due to the malfunction, resulting in delay in patient care workflow. There were no adverse events or injuries reported based on this event.